Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the led of the subject home monitor remained orange.

Event description:
Reportedly, the led of the subject home monitor remained orange.